Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The head subform is not needed to be reported as the rotator cuff tear occurred during patient fall(s) and the rom issues can be attributed to that.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The head subform is not needed to be reported as the rotator cuff tear occurred during patient fall(s) and the rom issues can be attributed to that

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 113952, sm hybrid glenoid base 4mm, lot # 076170, catalog #: pt-113950, pt hybrid glen post regenerex, lot # 692230, catalog #: 113610, comp primary stem 10mm micro, lot # 689130, catalog #: 118001, versa-dial/comp ti std taper, lot # 692430. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00702, 0001825034-2020-00703, 0001825034-2020-00704. Will not be returned.

Event description:
A study patient received a right anatomic total shoulder arthroplasty approximately four (4) years ago. Subsequently, the patient was revised to an anatomic hemiarthroplasty about three (3) years ago due to full thickness rotator cuff tear and glenoid component loosening. The rim of the glenoid was also found to be fractured. No additional information is available at this time.